Event description:
It was reported that surgeon performed initial procedure; primary ceramic/ceramic total hip. Patient experienced an "in house" immediate post-op dislocation and was subsequently closed reduced. Patient was revised in 2006 for chronic squeaking.